Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided.a getinge field service engineer (fse) contacted the customer and was walked through the events. The fse determined that the iabp console had not been latched into the cart properly, this caused the batteries not to charge. Once the console was properly seated the batteries began to charge. No further action was required. H3 other text : not returned to manufacturer

Event description:
It was reported that during the returned from a patient transfer with a cardiosave intra-aortic balloon pump (iabp), the end user returned the console to the cart and noticed that the battery pack would not charge. It is unknown if a patient was involved, however no adverse event was reported.